Manufacturer narrative:
A test reservoir was installed and did not lock into place due to a broken reservoir tube lip. The unit was also received with minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, cracked casing at a reservoir tube window corner, missing reservoir tube o-ring, and a cracked display window. (B)(4).

Event description:
The customer reported via phone call that there were cracks on the reservoir compartment of her insulin pump. The patient's blood glucose at the time of incident was 153 mg/dl. The customer mentioned that the reservoir would not stay in the insulin pump. The customer did not know how the damage occurred. The insulin pump was returned for analysis.